Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
It was reported by a peritoneal dialysis patient that they went in to the clinic and the peritoneal dialysis nurse ended up draining 7000ml out of the patient from the previous night's treatment. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during a manual stat drain, 7000ml drained. This drain is 350% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient¿s peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. The patient continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and voltage check testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.